Manufacturer narrative:
The blade subject to this investigation was discarded. Product part number and lot number info has not been provided to permit further investigation. The root cause of this failure is undetermined.

Event description:
It was reported that during a total knee surgery, the blade bowed and dug into the bone causing an irregular cut and damage to the patella. It was also reported that another blade was readily available to complete the procedure.